Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) replacement surgery as the device stopped working and the patient was experiencing urinary incontinence. Upon explant, it was identified that the device had a fluid loss due to small holes in the cuff. The old device was removed, and a new device was implanted. The patient outcome was reported to be fully recovered.